Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of iridocorneal angles, shallowing of the ac. The lens was exchanged for a shorter length lens. The replacement lens resolved the problem.

Manufacturer narrative:
H6- clinical code. 4581: significant reduction of iridocorneal angle, shallowing of ac. Claim# (B)(4).